Event description:
It was reported that: "the patient received the epidural at around 1813h. But until 1920h patient is still in pain despite the bolus medication. So the anesthesiologist ordered for reinsertion, after the reinsertion and test dose, bolus dose was given by anesthesiologist and found that the catheter was leaking, 3rd insertion was done again to the patient." Associated complaints: 3006425876-2025-00602.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the patient received the epidural at around 1813h. But until 1920h patient is still in pain despite the bolus medication. So the anesthesiologist ordered for reinsertion, after the reinsertion and test dose, bolus dose was given by anesthesiologist and found that the catheter was leaking, 3rd insertion was done again to the patient." Associated complaints: (B)(4).